Event description:
Complainant alleged that during a routine shift check by a clinician, the device's pacer output was not adjusted. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed, and attributed to a damaged pacer switch on the control board.